Manufacturer narrative:
(B)(4) - appropriate term/code not available" to address circuit damage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had high voltage low impedance issue and may have possibly led to high voltage circuit damage. Tachy therapy was turned off. The patient was stable.